Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient reports discomfort at the pocket site and feeling the ipg is tilted. Ipg was moved inferiorly approximately 5 inches and remains implanted. Should additional information be received this file will be updated.